Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve ((B)(4)), the annulus was dilated with 24 mm balloon. As the non medtronic guidewire was being removed, the valve migrated inferiorly. The physician was concerned about the stability of the device and implanted a stent across the valve. A second transcatheter bioprosthetic pulmonary valve was implanted, valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.